Event description:
It was reported that patient enrolled in a clinical study underwent right total hip arthroplasty on an unknown date. Subsequently, patient underwent a revision procedure on (B)(6) 1993 for unknown reasons. It was further reported patient underwent an irrigation and debridement procedure on (B)(6) 1995 and a radical debridement procedure on (B)(6) 1997. Clinical data received suggests all components were removed for infection and patient underwent a reimplantation procedure on (B)(6) 1997. Patient underwent a secondary wound closure procedure on (B)(6) 1997. It was further reported patient underwent a revision for unknown reasons on (B)(6), 2002. Subsequently, patient was revised on the right side on (B)(6) 2009 due to loosening of the acetabular cup and bone loss.

Manufacturer narrative:
This follow-up report is being filed to relay correct explant date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. The following sections could not be completed as limited information was available: product identification & expiry date, implant date, manufacture date. This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2014-00613 & 03433 / 03435).